Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number 11j21h25 with no exceptions observed related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified. This issue is being investigated through CAPA.

Event description:
This report was received from (B)(4) and is a spontaneous report from a consumer with supplemental information provided by a nurse in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex, dianeal pd4 ultrabag, and extraneal viaflex therapies for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient experienced peritonitis. The cause of peritonitis was unknown. On (B)(6) 2012, the patient was hospitalized for the event. Treatment was not reported. On (B)(6) 2012, the patient was discharged from the hospital. Follow-up on (B)(6) 2012 with nurse confirmed the peritonitis event, start date and confirmed hospitalization dates. Nurse could not provide any explanation regarding amount of time between event start date and hospitalization. The cause of the peritonitis was unknown. The patient was recovering. The peritonitis was not related to dianeal/extraneal therapy or pd devices.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. This is report 2 of 3 in this peritonitis incident. Should additional information become available, a follow-up report will be submitted.